Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fear of hypoglycemia and frequently performed manual suspensions of insulin delivery on the ilet during perceived downward glucose trends, rapid drops, activity, or around meals, and also preemptively treated anticipated lows; review of device data did not indicate frequent or severe hypoglycemia, and no device malfunction or component issue was identified. Symptoms included hypoglycemia, with the lowest noted reading around 65 mg/dl without persistence. Outcomes included the need for oral glucose to treat low readings. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available regarding a device-related problem, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.